Manufacturer narrative:
Continuation of d10: product ID: 103-0606-200 (d016687); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the avigo could not smoothly withdraw from the echelon. The doctor replaced it with another avigo and it worked as intended. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information was received. The cause of the event was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. The guidewire was able to pass through the catheter hub without issue, and no damage was observed to the catheter hub. The guidewire tip had been shaped prior to use. No kink or damage was found on the guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.